Event description:
A nurse reported that a vns (B)(4) handheld computer with version 8.0 software was freezing at the "interrogation successful" screen. When the flashcard was reset in the handheld computer, the parameter settings for the interrogated device were then displayed. No patients were affected as a result of this temporary event. Follow up with the site on (B)(6) 2012 revealed no further issues were noted with the programming system since this event on (B)(6) 2012, and it has been functioning as intended.

Event description:
The neurologist's office reported on (B)(6) 2012, that the handheld computer was continually freezing at the interrogation successful screen. They had been performing a soft reset, so she was advised to perform a hard reset which resolved the issue. The reporter indicated that it was occurring frequently over the last six months and requested a new handheld computer. A replacement was shipped to the site, however the handheld computer has not been returned for analysis to date. Attempts for product return have been unsuccessful thus far.

Event description:
The programming system in question was received by the manufacturer on (B)(6) 2012. An analysis was performed on the handheld and the reported allegation was verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard, and the alleged screen freeze complaint was confirmed. No further testing is required for this particular event. No other issues were observed with either the flashcard or software. Other than the above mentioned observations, the flashcard and software performed according to functional specifications.

Manufacturer narrative:
Date of event, corrected data: with the additional information received, the initial report inadvertently reported the date of the event incorrectly.